Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that a hypoglycemic event occurred. The patient stated they were laying in bed when their wife found them unresponsive during the night. She called emergency services and the patient was provided a glucose injection by the ambulance crew. It was indicated that during the event, the dexcom had been displaying 'low battery - please order new battery'. No further event details were provided. At the time of contact, the patient was in stable condition. No product or data was provided for evaluation. Confirmation of the allegation and a root cause could not be determined. No additional patient or event information is available.